Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, it was noted that the pacemaker setscrew could not be tightened. A product quality problem was suspected, but not confirmed. The device was not used. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of the setscrew unable to be tightened was not confirmed. Analysis revealed no anomalies of the setscrew. Testing showed that a torque wrench was able to be inserted fully and normally into the setscrew. The set screw was able to be engaged and tightened onto test leads. No device anomalies were found. Examination of the setscrew indicated the torque wrench did not make contact with the setscrew in the operating room. The cause of the event was a user related issue.